Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the pyxis station. A technical support specialist (tss) dialed into the server and reviewed the pyxis external inbound processors service logs, where an error indicating the maximum processing messages had been reached was found. Knowledge article title fa mms 25-5334 & 25-5335 delayed and missing patient and/or order information & observer tool was applied, and the observer tool was installed on the server. After this, messages were confirmed to be flowing as expected based on the downtime query. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all new orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.